Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse removed the battery position one and after removing it, the iabp was booting up again. The fse replaced the battery and then released the iabp to the customer and cleared for clinical service.

Event description:
It was reported that during a customer training performed by a getinge application specialist, the cardiosave intra-aortic balloon pump (iabp) shut down automatically and it was not booting up. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The national repair center (nrc) received the power management board from the supplier. The supplier could not verify the failure of the unit shutting down. The supplier stated that the board passed all tests as received. The nrc investigate the suspected power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and returned to stock as per procedure.

Event description:
It was reported that during a customer training performed by a getinge application specialist, the cardiosave intra-aortic balloon pump (iabp) shut down automatically and it was not booting up. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that evaluated the iabp unit has provided additional information and reported that the iabp was working on mains during the shutdown event, and that the iabp was not completely off as the user was not able to reboot the system. The fse also reported that when he went to the site, it was noted that the battery light (position 1) was on as the iabp unit was running on battery (not connected on mains). So as soon as the fse had removed the battery, the iabp was shut off completely and then the fse was able to reboot the iabp unit without any error. As a precautionary measure the fse replaced the power management board, and confirmed that the battery that was replaced, was also replaced as a precautionary measure. The power management board was sent to (B)(6) for failure investigation to be performed by the national repair center (nrc). A senior repair technician evaluated the power management board and no visual damaged was observed. The senior repair technician then installed the power management board into the cardiosave test fixture and tested to factory specification per cardiosave service manual. The nrc could not verify the failure of the unit automatically shutting down. The board passed testing and it will be sent to the supplier for failure analysis as per procedure. A supplemental report will be submitted upon completion of this investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a customer training performed by a getinge application specialist, the cardiosave intra-aortic balloon pump (iabp) shut down automatically and it was not booting up. There was no patient involvement, and no adverse event reported.